Event description:
It was reported that during a lap chole procedure, the surgeon attempted to ligate the vessel with the ligamax but the jaws of the applicator jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: can you please indicate if the jaws of the device "jammed" and would not fire or "jammed" and would not open? Our rep has confirmed that the device jammed and would not open. Which firing of the device did this event occur on? Not sure. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Not sure. Was there any torquing or twisting of the device present at the time of firing? Not that the surgeon/staff are aware of. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? Gallbladder to be removed what was found? Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon?no, surgeon uses this device regularly the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.